Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode received an inappropriate shock due to low r-wave and noise oversensing. The patient was running very fast following the dog at the time of the shock. In addition, latitude stored atrial fibrillation (af) episodes with morphological changes with noisy signals. X rays were performed, and it was observed fat under this electrode coil and a high position with the tip slightly pointing to left side. This location can justify lower r-wave amplitude and noise identified in the episodes. Additionally, the discharge impedance was high but within normal limits. The technical services (ts) recommended further investigation including ast mapping and system repositioning for energy distribution optimization. This electrode remains in service. No additional adverse patient effects were reported.